Event description:
Per the independent repair center, the customer alleged problem, unit will not start and key failure is the power switch has a short circuit. Associated malfunction for this device: rex roth valve stuck, poppet valve not shifting, sieve beds saturated, heat exchanger leaking, sieve tubes, hose clamps and zip ties leaking.